Event description:
It was reported that stent damage occurred. A 16x2.75mm rebel stent was selected to treat the lesion. However, during unpacking outside patient's body, it was noted that the stent was damage and was elongated across the balloon. The procedure was completed with a different device. No patient complications were reported. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).